Manufacturer narrative:
Additional information was received, which was not provided with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the hospitalization was not related to diabetes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that he just got out of the hospital. Device would not deliver insulin. Customer's blood glucose was unknown. Customer was assisted in setting the device back to standard mode. After troubleshooting, customer will not be returning the device for analysis.